Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during the surgery of right knee meniscus suture, after 1st firing with 228141, two plate were deployed at the same time. After 1st firing with 228142, could not deploy the plate. Changed another needle with this gun, could perform firing. So the surgeon suspect this is only related to needle issue. There were no adverse consequences to the patient. No additional information could be provided. The devices are not available to be returned for evaluation.